Event description:
According to the distributor's report, a pt had a laceration on the corner of the eye closed with the device at an emergency room. During the application, a drop of the adhesive went into the eye and bonded the eyelids shut. The hosp attempted to open the eye but were unsuccessful. The pt's parent called their primary care physician who called the response center to inquire how to remove the adhesive. Ophthalmic ointment was recommended. No further info was reported.